Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2019-jan-11. It was reported that the patient developed a cerebrospinal fluid leak due to the broken piece of catheter that was left implanted during the previous surgery. The remaining portion of broken catheter was located and explanted. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 144.83 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient reported a mild increase in his autonomic dysreflexia "about two weeks ago" relative to (B)(6) 2018, and it got significantly worse on (B)(6) 2018. The health care professional (hcp) performed a dye study on (B)(6) 2018 and reported the myelogram was okay. He still believed there may be an issue with the catheter. The catheter was replaced on (B)(6) 2018. Intraoperatively it was found that the spinal segment of the catheter was broken. The broken segment was left implanted and a whole new catheter was implanted. The hcp didn't want any products returned for analysis. The cause of the issue was undetermined. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.